Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service call. The system was testes and found to be working as intended and put back into service.

Event description:
The customer reported that there was an intermittent communication failed error message. This error may result in a system lock up, no boot, or shut down situation. There is no report or injury or death associated with the event described in this complaint.